Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corporation on february 13, 2007, that hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure four days prior. (Patient age and weight unknown). According to the complainant, at approximately 9 minutes into the procedure, the fluid loss alarm went off. The doctor noticed minimal leakage from the patients' cervix, which caused a little burn around the entroitus. (Treated with silvadine). The procedure was aborted and a second ablation was not determined necessary. No further patient complications were reported as a result of this event